Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix exceeded specification the number of turns to extend and retract. The analyst noted the helix did not extend due to driveshaft lug being stuck on the retraction stop. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant attempt the helix of the right ventricular (rv) lead would not unscrew prior to implant. A second right ventricular (rv) lead was attempted; the helix on the second lead would not unscrew after it was repositioned. A third lead was used successfully, and no patient complications have been reported as a result of this event.